Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient's pain had gone up and had gotten worse. The device used to take care of like 85-90% of pain. Now it was helping maybe 60-70%. Pt's healthcare provider (hcp) just increased patient's pain meds to switch to oxi. This is how much pain had changed. Pt got to the point on intensity where pt could not increase anymore because when pt stretched their arms, they would feel a 'shock' that goes down their legs. Pt tried all 3 groups and had to lower the intensity down. The issue started at least half a year ago. Pt was redirected to hcp to contact the rep for device check and reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.